Event description:
A report was received that the patient was experiencing leg pain and weakness after the implant procedure. The physician believed that the weakness was due to the lead being positioned anteriorly. The patient underwent a lead revision and was doing well post-operatively. The patient¿s leg weakness has been resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: linear st lead, 50cm description: (B)(4).